Event description:
The facility reported an infusion pump with an air in line alarm. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information.